Event description:
The fiberoptic pin was pushed in, making it unable to use the device. When the staff was ready to connect the catheter, the staff encountered difficulty to connect. Troubleshooting revealed that one of the pins was pushed in and was unable to use. The catheter was removed and a new catheter was used. No injury to the patient.